Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm followed by a start-up beep, after which the device became unresponsive with a blank screen when a button was pressed. The customer reported no adverse event. The event involved product(s) mmt-874a, mmt-332a, mmt-1884. Troubleshooting was performed for insulin flow block, and it was unknown whether the issue was resolved or not. Troubleshooting was performed for display issues, and the customer reported that the display did not return even after inserting a new battery. No harm requiring medical intervention was reported. No product return is required for mmt-874a. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. No blank display was noted. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement, active current measurement, self test and displacement test. Audio options screen was set to low and high volume with vibrate. All volume and vibrate settings functioning accordingly. No volume anomalies noted during testing. Thump software was utilized to uploaded trace/history files. No relevant alarms noted in adapt history and traces download. No alarms noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic stack. During deconstructive analysis, it was determined that moisture damage was noted on motor home switch and electronic assembly. Unit was also received with battery tube threads - cracked, cracked case (battery tube), cracked case, scratched case, cracked keypad overlay at select button, corroded home switch and stained keypad overlay. In conclusion, customer concerns were not confirmed during testing. Unit was tested successfully and no unexpected alarms noted. No blank display noted and unit functioned properly. All keypad buttons and audio settings were working properly. However, during deconstructive analysis, moisture damage was noted on motor home switch and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.